Event description:
The customer stated a false negative architect anti-hcv result was generated with architect anti-hcv lot number 75364hn00. The patient sample generated a 0.7 s/co but was previously positive (1.2 s/co) with anti-hcv lot number 75088hn00. The customer believes the positive result is correct. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Conclusion: device not returned. Retained kit testing met all specifications. In response to this issue, an investigation was conducted to further examine the customer's issue. As part of the investigation tests were performed on a retained sample of architect anti-hcv, lot number 75364hn00. There was no indication that the analytical or clinical sensitivity of the architect anti-hcv lot 75364hn00 is compromised. A review of the complaint and manufacturing records for lot number 75364hn00 was conducted. This review did not identify any problems relating to the customer's observation. A review of complaint tracking and trending reports for list number 6c37 indicated there were no adverse trends associated with architect anti-hcv. Based on the investigation, it has been determined that architect anti-hcv reagent, list number 6c37-30, lot number 75364hn00 is performing as intended. No product deficiency was identified. This is the final report.

Manufacturer narrative:
(B) (4) this report is being filed on an international product, list number 6c37-36, that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.